Event description:
A physician reported that after multiple attempts and a patient interface changed, vacuum one was successfully obtained. However, suction was lost during the procedure, and the surgeon was unable to discern or lift the side cut resulting in an incomplete flap in the patient's right eye during lasik surgery. The flap for the fellow eye was lifted and treatment proceeded without incident.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No logfiles are available for review. Therefore, logfile review could not be performed. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).